Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that battery compartment near door hinges was cracked, there was a scratched-up lens and dso seal was peeling off. There was no patient involvement and no harm reported.

Manufacturer narrative:
One device was returned for repair with complaint of cracked battery compartment, scratched-up lens and downstream occlusion (dso) seal was peeling off. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Confirmed customer complaint of ¿cracked battery compartment near door hinges, scratched up lens, dso seal peeling off¿ through visual inspection and dso pressure test. Replaced battery compartment and all its components. Replaced lcd lens and dso seal. Dso sensor was contaminated. Replaced dso sensor. Upon further inspection, large bearing was damaged. Replaced camshafts assembly and bearings. Upstream (uso) seal was buckling. Replaced uso seal. Air sensor cable was damaged. Replaced air in line sensor. Motor odometer was passed the 6 million replacement mark. Replaced motor and reset odometer to 0. Chassis gasket was torn. Replaced chassis gasket. Updated software to the latest version reset to standard configuration. Performed verification testing and device passed all test criteria.